Event description:
Customer reported that he had unexplained high blood glucose. Customer went to the emergency room and was hospitalized last year in (B)(6) 2012. Customer's blood glucose reading at the time of the emergency room visit was over 400 mg/dl. Customer stated that his infusion set cannula was bent when it was removed. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit was received with scratched display window and battery tube threads.